Event description:
The reporter stated the surgeon implanted a 13.2 mm vicm 13.2 implantable collamer lens in the pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vault. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4).